Event description:
It was reported that the pt experienced spastic tone. A catheter access port (cap) contrast study was performed with a catheter malfunction noted. A catheter dislodgement and migration from the intrathecal space had occurred. The pt's pump and catheter were replaced. The event was reported to have resolved without sequelae to the pt. There was no info provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).